Event description:
It was reported that during patient use, the autopulse platform did not perform take-up of the autopulse lifeband. The crew said that the platform displayed a "re-connect" ("realign") message. Customer did not have information on what attempts were made to get the autopulse to work. The crew removed the patient from the autopulse and began manual CPR (exact length of time was not provided). The patient was successfully transported to the hospital. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer reported that the lifeband used during the patient event was disposed of. They tried to reproduce the reported issue using a new lifeband and a mannequin but the problem was not reproduced. Customer stated that the autopulse is working as expected and will not be sending the device in for evaluation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.